Event description:
A female patient, who is an rn, reported she was diagnosed with acanthamoeba keratitis in the left eye following use of complete moistureplus with her acuvue 2 contact lenses. She indicated that for about 1 month prior to more severe symptoms, she experienced more ocular dryness than usual. In 2007, she began to experience eye pain (described as ache). She discontinued wearing her lens. Her symptoms increased and began to include tearing and photophobia. She was seen by eyecare practioner on 04june2007. Initial diagnosis was uveitis. She began treatment with zymar. There was no improvement over the next few days and her visual acuity began to deteriorate. She was then seen at a university hospital. During slit lamp microscopy a physician found a 'black speck', possibly mascara, and that was removed. There was still no improvement in symptoms and finally thirteen days later, a physician visualized the amoeba. A biopsy was taken and returned positive for acanthamoeba. Chlorhexidine was started as well as zymar and hyoscine. The patient returned for follow up regularly and five days later, acyclovir was added to the regimen to treat for the possibility of hsv. A week later, her iop was 38 mmhg and alphagan (brimonidine), cosopt and valtrex were added to the regimen. The following month, a punctual plug was inserted to increase the patient's tear and because she was experiencing side effects from some of the medications, acyclovir and cosopt were discontinued (her iop was then 9 mmhg) a week later. Three days later, the patient noted she was feeling better and the photophobia was resolving as was the pain. The drop therapy continues. She was unsure of her visual acuity. The patient denied swimming or showering with the lenses in her eye but uses tap water to rinse her case and caps it up. Or sometimes dries it with a tissue and caps it up. The contact lens case was perhaps 3 months old at the time of the event. She denied any trauma to the eye. The patient's device was discarded but she was able to provide a lot number of the unit she used.

Manufacturer narrative:
Batch record review and retain testing for reported lot have been requested and are in progress. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because the complaint sample has been discarded and is not available for analysis, root cause has not been established. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contract lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba.